Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. Both pacing leads were revised and remains in use. No patient complications have been reported as a result of this event.